Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an audio tone/vibration (dual alarm failure) issue. It was reported that there was an audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during testing, the pump powered on with no audible alarm. The pump was opened and there were no intermittent conditions found on the piezo (audio tone unit). The piezo contacts were found to be misaligned. A test pump case was used and there was still no audio. The piezo contact arms adjusted and the pump was then fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.